Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported the patient developed an infection after initial implant. Some tenderness in the device pocket was reported. The system (implantable cardioverter defibrillator and leads) was removed on (B)(6) 2019. The patient was stable post-procedure. Related manufacturer reference numbers: 2017865-2019-08899; 2017865-2019-08900.